Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: etlw1613c124e sn (B)(4), use by date: 2014-08-29, UDI # (B)(4), etlw1613c124e sn (B)(4), use by date: 2014-08-29, UDI # (B)(4), enew1313c82e sn (B)(4), use by date: 2014-01-16, UDI # (B)(4).

Event description:
Heli-fx aptus endoanchor applier was selected for the prophylactic use, to prevent aortic neck dilatation, along with an endurant stent graft system for the endovascular treatment of a 6.7 cm in diameter abdominal aortic aneurysm. It was reported that on the same day as the procedure, the patient had hypertension that was treated with medication. The hypertension resolved. The investigator indicated that the cause of the hypertension is uncertain. No additional clinical sequelae were reported and the patient will be monitored by the investigator.